Event description:
Customer reported going to the emergency room and was subsequently hospitalized in the ICU due to diabetes-related issues while using the insulin pump and related supplies. The highest blood glucose level recorded was 339 mg/dl. Despite the incident, the customer did not sustain any injury, and treatment with IV fluids, insulin, and potassium resolved the issue without any permanent damage. Technical support assisted the customer in addressing a pump issue and provided guidance on insulin administration. Reportedly, the customer had been using off label insulin. Tandem technical support educated the customer on approved insulins. The customer was released (B)(6) 2025.